Manufacturer narrative:
H.6. Investigation: bd has been provided with 20 samples for catalog: 309110, lot: 1609240 to investigate for this record. Visual examination of the samples, the high sliding force to glide the plunger rod was apparent. As a result, bd was able to verify the reported issue. The reported functionality defect is produced by improper injection in the barrel filling phase. This may occur because if there is a particle inside the mold that produces stripes in the internal wall of the barrel. In extreme cases, that issue could produce functionality problems during the use of the syringe. Bd can state that the syringes reported meet the product specs and recommended values in the product standards. On the other hand, either the medication/drug used by the customer or a special method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that during use of the bd discard it¿ ii syringe there was abnormal resistance at the piston during use. Foreign complaint the following information was provided by the initial reporter, translated from french to english: 10ml syringe with abnormal resistance at the piston during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd discardit¿ ii syringe there was abnormal resistance at the piston during use. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: 10ml syringe with abnormal resistance at the piston during use.